Event description:
The patient reported pain and pinching radiating to upper right back; lead migration confirmed with fluoroscopy. The lead was replaced in 2008, and the patient recovered without sequelae.